Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("I can have sex without excruciating pain") and was found to have weight increased ("I can finally lose weight / I gained (B)(6) pounds since I had essure"). The patient was treated with surgery (tubes and coils removed). Essure was removed. At the time of the report, the pelvic pain and dyspareunia had resolved and the weight increased was resolving. The reporter considered dyspareunia, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: pelvic pain, weight increased, dyspareunia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.